Event description:
It was reported that noise oversensing was observed several times on this right ventricular (rv) lead, which resulted in inappropriate anti-tachycardia pacing (atp) and shocks. No asystole greater than 2 seconds was ever observed. The rv pace impedance was also observed to be greater than 2500 ohms. The pace/sense (p/s) portion of the lead was found to be broken. The p/s portion of the lead was subsequently abandoned surgically and replaced. The high voltage portion of this rv lead, remains in service. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.